Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation and information provided, the event reported by the customer did not occur. Therefore, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error e237. The issue occurred during set up. There were no reports of patient harm.